Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that 4 infusions of epoch 24 hour were to infuse continuously. The third of four bags was hung on (B)(6) 2018 at 1429. On (B)(6) 2018 at 1205, the device alarmed air in line, and the bag of epoch was empty. The infusion completed approximately 2.5 hours earlier than anticipated. The vtbi recorded on the pump was 51.6 ml, and pump read that 2.12 hours were left to finish the infusion. New devices were obtained to infuse the fourth bag of epoch. It's reported that pharmacy provides the exact amount in the IV containers, and they account for 30 ml of overfill. This infusion had been infusing during the time change that occurred for daylight savings. This event occurred in the inpatient oncology/stem cell/bmt unit. There was no report of patient harm. The customer later reported this event was possibly related to a discrepancy with the bag's initial volume or to fluid being wasted by over priming the IV set. The customer declines further investigation.